Manufacturer narrative:
The DHR was reviewed for the reported device and no discrepancies were observed. It was reported that the fragmented piece was retrieved and discarded.

Event description:
It was reported that the inserter broke while the surgeon was attempting to screw in the end cap. Pt status is fine.